Manufacturer narrative:
Based on the current information provided, the probable root cause of this issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument passed the electrical continuity test. It was placed and driven on an in-house system, where it passed the recognition and engagement tests. The instrument moved intuitively, with full range of motion in all directions. The grips opened and closed properly, and the grip function was performed successfully. The instrument passed the cut test, and the knife edges were not damaged. The energy activation test indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in-house testing. A review of the logs did not find any errors. A grip force test was performed as additional testing, and all readings were above the minimum requirement. The instrument passed the jaw gap test, the ceramic dot verification, and the knife slot measurement. A review of the device logs for the instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed 2 times, and it passed homing 2 times. A total of 29 cut complete events were recorded, with no errors. The logs show 46 seal events, of which 5 had high initial starting impedance errors. A total of 7 coag events were recorded, with no errors. The system logs show no errors related to the sealing functionality of the vessel sealer extend instrument. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Per the instructions for use (IFU) for the vessel sealer extend (vse) instrument: "warning: use caution during surgical procedures in which patients exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc.). Do not use this instrument on calcified vessels, as inadequate sealing may result."

Event description:
It was reported that during a da vinci-assisted radical intraperitoneal prostatectomy with lymphadenectomy procedure, the vessel sealer extend (vse) instrument was not sealing. The scrub nurse inspected the instrument prior to the procedure, and it was unknown if anything out of the ordinary was found. The instrument issue involved both delayed sealing and insufficient sealing; it was able to partially seal, but it never sealed successfully during the procedure. No errors occurred at the time of the issue. At the time of the event, there was a continuous audible tone while the pedal was pressed during the sealing sequence, and there were also fast audible tones when the seal cycle was complete. The target tissue was the prostatic pedicle, and it was cut without being fully sealed; this cut was made after the seal completed tones were received for the seal attempt. The target tissue was under the typical partial tension for pedicle ligation, and it was not exposed to radiation or chemotherapy prior to the procedure. The vessel was unlikely to be greater than 7 mm in diameter, and there was evidence of typical prostatic phleboliths. The jaws of the instrument did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted, nor were they immersed in a liquid or contaminated by carbonized tissue prior to or before the sealing cycle. When asked if any tissue effect was observed during the sealing cycle, the surgeon responded, "partial seal." When asked if the instrument tore the tissue rather than cutting it, the surgeon responded, "partial seal." However, suture ligation of the tissue was required prior to switching to another vse, as there was increased bleeding as a result of the issue. The estimated blood loss was about 200ml; no blood transfusions were required. The issue was resolved via the use of a new vse instrument. The surgeon did not have any concerns regarding long-term complications for this patient.